Event description:
It was reported that there was a suspected lead fracture on both the atrial and right ventricular leads. Both the leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed. (B) (4) no anomalies found. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.

Event description:
It was reported that there was a suspected lead fracture on both the atrial and right ventricular leads. The patient further reported that the "leads broke." The patient's doctor stated that it was due to the patient's work in heavy construction, and lifting and moving heavy materials. Both the leads were replaced. No patient complications have been reported as a result of this event.